Event description:
A vilex cannulated titanium lag screw, s40-45t-11, was inserted during a modified lapidus repair. The screw was placed over the 1.1mm guide wire and then driven into place with the provided hex driver. The doctor chucked the hex driver into a tps hand drill. X-rays revealed that the distal end of the guide wire broke off and a significant portion of the threading of the screw had also broken free. The portion of screw and guide wire that were intact were removed; however, the unraveled threading and a small portion of the guide wire were not retrieved.

Manufacturer narrative:
Vilex received the broken screw and copies of the x-rays from the account manager on (B)(4). In looking at the x-rays that were submitted there seemed to be another screw in close proximity to the one being implanted. Vilex sent a questionnaire to the doctor for more information. A check of previous complaints revealed there have no other complaints filed against this product. The product was inspected by vilex's quality department and no determination could be made based on the pieces remaining. The questionnaire was received from the doctor on (B)(6) 2013. Doctor stated the following: screws were placed so they can not hit one another.; guide wire bending is possible, however nothing felt like it at placement.; patient is doing fine at this point. The tip of the guide wire is so deep I (doctor) do not think it will be an issue.; I (doctor) have used this screw system for years and never had an issue using the system by hand. The only time I (doctor) used power, this happened. After a review of the said information vilex believes that the use of power equipment contributed to the malfunction of this device. Vilex screws are self tapping/drill so power is not necessary on small screws. If more information becomes available, a supplemental report will be filed.